Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had the insulin pump for 12-13 years and never had an issue until recently. Customer has been having blood glucose over 300 mg/dl. Customer stated that she took the reservoir out and there was a bubble in the insulin. Customer's blood glucose is 114 mg/dl. Customer stated that it happened 304 times in a row and the bubbles are ¼ of an inch in size. Customer's blood glucose was 343 mg/dl before she changed it and it got her blood glucose back down. Customer stated that the pump was not rewound with a reservoir in place. Customer stated that the insulin was not stored in room temperature. Customer was advised to change the infusion set. Customer had a low blood glucose reading on friday of 40 mg/dl. Customer had a colonoscopy and stated that she didn't have anything to eat. Customer's blood glucose was brought up to 85 mg/dl. Customer declined troubleshooting for high or low blood glucose.